Event description:
It was reported that a user experienced sustained high blood glucose while using the ilet with subcutaneous insulin via pen after disconnecting from the pump, with readings around 346 mg/dl, and had performed multiple supply changes and meal announcements that were used to address highs rather than meals. Symptoms included hyperglycemia. Outcomes included the need for troubleshooting and education, including guidance not to use meal announcements to correct highs, instruction to allow the system to adapt after a factory reset, and temporary manual injection with a recommended disconnection period before reconnection. Investigation included clinical review of uploaded data and user-reported history, remote troubleshooting, and a factory reset with retraining. Investigation of this case revealed no evidence of infusion set failure and identified user technique issues, including using meal announcements during hyperglycemia and system maladaptation following a reset without sufficient learning time. It was concluded that the event was hyperglycemia with unclear cause, with contributing factors likely related to user behavior and system relearning, and that glucose subsequently returned to range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.